Event description:
Event description guidant received information that this right ventricular (rv) defibrillation lead was demonstrating high pacing thresholds. During a follow-up appointment, it was determined that the lead had dislodged. It was reported that fluoroscopy did not indicate any lead damage and that it was not possible to reposition this lead due to the anatomical characteristics of the patient.